Event description:
Follow up with the nurse practitioner's office revealed that the increase in seizures was the same as the pre-vns baseline and that they were not believed to be related to vns.

Event description:
It was reported that the patient experienced three seizures last week that were not helped or shortened by the vns magnet, but the patient did report feeling the magnet stimulation. It was also stated that the patient¿s blood levels for her medication were below therapeutic level and could have also contributed to her increase in seizures. A session report was received indicated that the diagnostics were within normal limits. It is known that the vns magnet is not expected to abort every seizure and it appeared that the vns is functioning as expected per the diagnostics in the session report. No additional relevant information has been received to date.